Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too large of a bolus, which subsequently decreased their bg level to 20-70 mg/dl. Customer stopped insulin delivery and drank soda to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.